Event description:
Reporter indicated she is implanted with the vns therapy system for depression. She now believes she may be having petit mal seizures. Good faith attempts to obtain additional information have been unsuccessful to date.